Event description:
Subsequent to the original report, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties and subsequent treatment were likely due to case circumstances. It is likely that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation which was reported as heavily calcified with an acute angulation) preventing the shaft lumens from moving freely and preventing the thumbwheel from rotating resulting in partial deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional absolute pro device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, 10 centimeter (cm) long lesion in the superficial femoral artery. There was noted acute iliac bifurcation angulation. The 5x120 mm absolute pro self expanding stent system (sess) was able to cross the lesion and the physician started deployment. After 1 cm, the thumbwheel stopped and it was not able to advance any more. The stent was not released more than 1 cm, therefore, the delivery system and the stent were removed together. Another 5x120 mm absolute pro sess was then advanced to the lesion and the system stopped after releasing half of the stent. It was attempted to pull but the stent could not be removed and then the stent was fully released. The stent covered the target lesion and was extended 2-3cm into some healthy tissue due to stretching from the pulling. Therefore, another absolute pro stent was used to treat the remaining portion of the lesion. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.